Event description:
(B)(4).

Manufacturer narrative:
The technician did not know the exact cause of the damage but it appeared that the side rail had been forcibly removed from the bed due to the bolts still being attached to the upper portion of the side rail. The technician installed a new side rail to resolve the issue.